Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:515052 batch#:2403304. The injector and connector would pass fluids when connected. They had to get a new injector and connector to do their IV push. Additional information: the small connector (c35-0) and the non-locking injector (n35-0) were not replaced/changed. They were reconnected and the blue infusion clamp was applied. It was infusing a 5fu pump (oxaliplatin, leucovorin, fluorouracil).